Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The tip, hypotube, inner shaft and outer shaft were microscopically inspected. Microscopic examination revealed a separation in the hypotube that was located 81 cm from the strain relief with numerous kinks in the rest of the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The fracture faces were oval, suggesting the hypotube was kinked prior to separating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06295. It was reported that a shaft break occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was introduced to treat a lesion. Some resistance was encountered and the shaft of the device broke. Another 15mm x 2.50mm nc quantum apex¿ balloon catheter was introduced but also had a shaft break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06295. It was reported that a shaft break occurred. A 15mm x 2.50mm nc quantum apex balloon catheter was introduced to treat a lesion. Some resistance was encountered and the shaft of the device broke. Another 15mm x 2.50mm nc quantum apex balloon catheter was introduced but also had a shaft break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.